Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found an external insulation abrasion exposing the outer coil at 4.6cm from the connector pin caused by friction to the device can

Event description:
This report is to advise of an event observed during analysis.